Event description:
It was reported to philips that the device displayed an inoperative message defibrillator knob failure. There was no reported patient or user involvement and no adverse patient/user impact.